Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices or photos were returned for evaluation. The device history records were reviewed for both the tensioners with no deviations or anomalies being identified. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The tensioners were received for evaluation. The items were tested by assembling them with their mating components with torque being applied at the high end of normal operating range. Both tensioners operated correctly along with the levers and buttons working as intended. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history reviews were conducted for the devices and found no additional complaints for the same lots. A definitive root cause of the reported issue cannot be determined with the information provided. The reported event could not be substantiated, as the device functioned as intended. Another MDR report was filed for this event, please see associated report: 0001822565 - 2016 - 04804-2.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1822565-2016-04804).

Event description:
It is reported that the tensioners' knobs were not able to be moved when examined during kit inspection prior to hospital delivery.